Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub separated at the neck. The strain relief was removed from the separated segment of the hub. The separated segment was 9 mm in length, and remained attached to the catheter shaft. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during preparation for an unspecified procedure, the advance 14 lp low profile balloon catheter tip broke off. The balloon catheter did not come into contact with a patient. Another advance 14 lp low profile balloon catheter was used to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.